Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: e1 (establishment name-olympus), g3 (the aware date in initial medwatch should be 8 feb 2024) additional information added to field d4, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the distal end, air/water channel and cylinder was not confirmed. The instruction manual states the detection method associated with the event in "tjf-q190v operation manual chapter 3 preparation and inspection", and preventative measures in "tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope". The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material. There were no reports of patient involvement.